Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, yellow particles in the surface of the shell, wear abrasion and weight to the spec. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side fever which is not device related, capsular contracture baker grade iii/IV, and exchange of textured device due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and patient's concern with the product.

Event description:
Healthcare professional reported left side fever which is not device related, capsular contracture baker grade iii/IV, and exchange of textured device due to patient's concern with product. Device remains implanted.